Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. . No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 15-sep-2015 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
It was reported that the unit "failed and will be sent to vendor for overhaul". There was no patient or clinical injury.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.